Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 4 of 5 of treatment and the treatment was cancelled. It was also reported that before the fluid leak was discovered the cycler did not switch from dwell to drain. Fluid leak from an unknown hole in cassette. Fluid was discovered in the pump module area and on the external of the cassette. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested but has not been obtained.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. A post accelerated stress test (ast) 2hours 15mins 8500ml simulated treatment was performed on the cycler and passed. There were no fluid leaks in the test cassette during the post accelerated stress test. The cycler underwent and passed a system air leak test, balloon valve actuation test, and patient sensor test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the inside of the rear panel and on the bottom cover under the pump assembly. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 4 of 5 of treatment and the treatment was cancelled. It was also reported that before the fluid leak was discovered the cycler did not switch from dwell to drain. Fluid leak from an unknown hole in cassette. Fluid was discovered in the pump module area and on the external of the cassette. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested but has not been obtained.